Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was depleting faster than expected by the customer. It was noted that over the past several days the device delivered at least one hundred shocks due to an arrhythmic storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).